Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ did the event occurred during one or multiple patient procedures? The event has occurred during multiple patient procedures. What is the total number of procedures? Unsure of the total number of procedures but would range it between 60-80 patients we have had issues with sutures. If this event occurred in multiple procedures, please provide information requested above for each patient event. I do not have a record of each patient that this has happened to, there have been several since we received this shipment of sutures. What are the procedure name(s) and date(s)? They have been used during wisdom teeth extractions, and single teeth extractions. What is the quantity involved per procedure? We would typically use 1 suture per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No, it has just added time onto each procedure as the doctor has had to redo some sutures multiple times. The doctor has also mentioned that the sutures are just very inconsistent, some areas seem to be ok on the thread and others are very thin and keep tearing. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The sutures are breaking while the doctor is completing the knot. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2022. Additional information was requested, the following was obtained: have these events been previously reported? No, they have not. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.